Manufacturer narrative:
Lot review: a two year review of the complaint database cited no exception documents. Visual receipt analysis: 12/16/2016 - received the following: one used ch3034 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros®, vented cap lot# unknown. One used carefusion pump set. One used ch3589 spinning spiros lot# unknown. One use c-clip lot# unknown. The psr stated the complaint is for the ch3589 and not the ch3582. Pl the pump set was spiked into the ch3034. The c-clip was added to the distal male luer of the pump set. The spiros was not connected to the pumpset. Funtional testing: the following fluid circuit was returned: used ch3034 ---> carefusion pump set. A loose ch3589 spinning spiros was also returned. According to the complaint the ch3589 spinning spiros had been connected to the distal end of the carefusion set at the spin luer. A blue clamp was activated on the carefusion male spin luer. There was some liquid residue visible in the female luer of the ch3589 spinning spiros. The residual torque of the ch3589 spinning spiros was measured at 0.04in-lbs. The spin feature was activated and spinning freely when received for investigation. The shear tab was not in the rotational pathway that would have allowed it to bind in the gate well. The gate well design was not such that binding would have been likely. The entire fluid circuit as returned was pressure leak tested and no leakage was observed at any location along the fluid path. The ch3589 spinning spiros was pressure leak tested and no leakage was observed in the activated or unactivated positions. The ch3589 spinning spiros was reconnected to the male luer of the carefusion pumps set and pressure leak tested and no leakage or separation was observed during testing. Final analysis summary: though the used ch3589 spinning spiros was returned disconnected from the carefusion male spin luer, there was nothing observed during testing that would been responsible for a premature disconnect. It is possible to tighten the carefusion male spin luer to the female luer of the ch3589 spinning spiros after the spin feature is activated. Once the connection is secure the blue retention clip can be added to the carefusion male spin luer.

Event description:
Complaint received regarding one ch3582, 5" ext set w/anti-siphon valve, spiros® w/red cap, priming cap; lot# is unknown. Report states: spiros disconnected from blood tubing. Spiros was still connected to patients line, but there was no reported blood loss. Customer used c-clamp to help prevent disconnections from cfn tubing. Customer has been educated on proper way to connect spiros prior to adding the c-clamp. Customer reports patients mother noticed child's diaper was wet and chemo was infusing into the bed. Nursing/pharmacy had to determine if they needed to re-dose the patient. There was no adverse patient/clinician consequences reported.

Event description:
Complaint received regarding one ch3582, 5" ext set w/anti-siphon valve, spiros® w/red cap, priming cap; lot# is unknown. Report states: spiros disconnected from blood tubing. Spiros was still connected to patients line, but there was no reported blood loss. Customer used c-clamp to help prevent disconnections from cfn tubing. Customer has been educated on proper way to connect spiros prior to adding the c-clamp. Customer reports patients mother noticed child's diaper was wet and chemo was infusing into the bed. Nursing/pharmacy had to determine if they needed to re-dose the patient. There was no adverse patient/clinician consequences reported.